Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was only getting coverage on the right side. The patient was directed by the physician to get an x-ray of the leads for placement. The x-rays were obtained and reviewed. The physician is referring the patient back to the neurosurgeon who did both previous implants. The patient had multiple falls over the last several months. Reprogramming was done, but stim coverage was only captured on the right. The patient is seeing the neurosurgeon on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the leads were very lateral. It was unknown if they were placed there or not. The patient had another lead placed on (B)(6) 2019 and was reprogrammed and received adequate therapy. No further complications were reported.